Event description:
The customer stated she was hospitalized due to hyperglycemia. The reported blood glucose reading was "high." Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test. The customer did not have a tubing clamp to perform the high pressure test, so a tubing clamp was sent to her. The customer was advised of the two high blood sugar rule and to consult with their doctor about a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.